Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) evaluated the unit and performed a leak test and check of mask leak. All tests passed. It was discovered that the mask selection was wrong. The selection was set to 2 and the mask was a 1. The alleged issue could not be duplicated and no failure was detected with the ventilator.

Event description:
It was reported that the unit was not alarming. Reportedly, the patient was agitated and the leakage indicator contained a reading. There was no patient or user harm reported. The event date was not specified; estimate used.